Event description:
It was reported that the patient had to charge more often for longer periods of time. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was discarded per hospital policy.